Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h1, h2, h3 and h6 have been updated accordingly. As reported, approximately 11 yrs postop the initial rtha, the 78 y/o male patient presented complaining of r hip pain and instability. Revised head and liner. Patient was deemed stable. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to hospital policy. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Manufacturer narrative:
Concomitant medical products: cocr fem head 36mm +0 offset 12/14, cat# 142-36-00 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 11 yrs postop the initial rtha, the (B)(6) y/o male patient presented complaining of r hip pain and instability. Revised head and liner. Patient was deemed stable. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to hospital policy.